Manufacturer narrative:
UDI = ((B)(4); upon receipt at our post market quality assurance laboratory, a thorough evaluation of the electrode was performed. Only a terminal section of electrode was returned; severed 27.8 cm from terminal pin. Set screw marks were noted on the proximal connector and in the correct locations. Testing was then completed to assess the electrodes electrical performance and insulation integrity. Measurements throughout these tests were within normal limits. Laboratory analysis did not identify any electrode characteristics that would have caused or contributed to the reported clinical observations.

Event description:
Boston scientific received information that during a routine device change out, this chronic electrode and new device, exhibited out of range low, shock impedance values during post implant defibrillation testing (dft). Reportedly, the physician spent a fair amount of time during the procedure removing fibrosis and old sutures, so as to free up the chronic lead position. Additionally, the previous pocket was slightly anterior and again fibrosis tissue present. The dft testing was successful and sensing confirmed appropriate; however, the shock impedance was notable low. No adverse patient effects were reported and to date, no intervention taken. The lead was returned following the patient's death. The cause of death unrelated to issues observed with this electrode at the associated device change out. Analysis of the returned product was conducted per standard return product procedures.

Manufacturer narrative:
(B)(4); as no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that during a routine device change out, this chronic electrode and new device, exhibited out of range low, shock impedance values during post implant defibrillation testing (dft). Reportedly, the physician spent a fair amount of time during the procedure removing fibrosis and old sutures, so as to free up the chronic lead position. Additionally, the previous pocket was slightly anterior and again fibrosis tissue present. The dft testing was successful and sensing confirmed appropriate; however, the shock impedance was notable low. No adverse patient effects were reported and to date, no intervention taken.